Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 for contraception. It was reported that patient requested removal of essure device 3 years post placement due to back pain. The hysterectomy was done on (B)(6) 2015 to remove the inserts. Result and assessment of the product technical complaint investigation received on (B)(4) 2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion inserts) implanted and experienced back pain. Three years after essure placement, the inserts were removed through hysterectomy. The back pain is considered serious due to required intervention and is listed according to the reference safety information for essure. Back pain and uncharacterized pain may occur with essure therapy. In this case pain occurred during essure use. Considering this positive temporal relationship and the nature of this event, this pain is considered related to essure. This case is regarded as incident due to required intervention. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up received on 02-jun-2015: essure health care provider general questionnaire was received. Information received from physician states that a (B)(6) female patient who has as previous gynecological intervention a cervical conization performed approximately in 1997 and a curettage in 2010 for uterine polyps, has as previous gynecological problems or procedures cervix dysplasia leep; had essure, lot number 689935 and model number ess305, inserted in (B)(6) 2010. Patient was not post-partum at the time of essure insertion. According to health care professional, analgesia with toradol, lidocaine and cervix block was performed during procedure. No cervical dilatation, sounding, or general anesthesia was applied. In addition, physician informed that the visualization of tubal ostium was easy as well as the insertion. There was no fluid loss more than 1500cc during hysteroscopy and the procedure did not take more than 20 minutes. On (B)(6) 2010, hysterosalpingogram was done and showed bilateral occlusion. As back-up contraception after essure insertion and before total occlusion confirmation patient used depo provera. Physician medically confirms the events and details. Physician also informed that patient had ultrasound performed on de(B)(6) 2012 and (B)(6) 2014 and both showed right ovarian cyst. According to health care professional, patient first reported symptoms in (B)(6) 2011. It was shown complex ovarian cysts. Laparoscopic hysterectomy was performed on (B)(6) 2015, due to patient request, and showed endometriosis, adenomyosis and fibroids implanted in peritoneum. There was no perforation or movement of essure coils from the tubes. Essure were in perfect location bilaterally. Health care professional also informed that patient's symptoms are not likely from essure (symptoms appeared 2 years later) and states that he would not have linked essure to patient's symptoms (unreadable). Additionally, physician provided as alternative explanation for patient symptoms endometriosis, adenomyosis and fibroids. Patient's symptoms resolved after surgery. Follow up from 08-jun-2015: ptc result updated. Batch number 689935 (production date nov-2009 and expiration date nov-2012). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion inserts) implanted and experienced back pain. A few years after essure placement, the inserts were removed through hysterectomy. The back pain is considered serious due to medical importance and is listed according to the reference safety information for essure. Back pain and uncharacterized pain may occur with essure therapy. In this case pain occurred during essure use. However, after receipt of follow up information, it was informed that during hysterectomy, adenomyosis, endometriosis and peritoneal fibroids were found. Also, it was seen that essure was well positioned and there were no perforations. According to reporter, the pain was related to these pathologies and not to essure. The company agrees with the reporter and assessed the event as unrelated to essure. Therefore this case, previously considered as incident due to intervention, was downgraded to non-incident. The manufacturing batch record was reviewed. Product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.